Event description:
It was reported to boston scientific corporation in 2008, that a microvasive rx locking device was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure twenty five days prior (a male patient; weight unknown). According to the complainant, during the procedure, it was noted that the cardboard filter had become dislodged and passed into the working channel. This was removed, a different biopsy cap was attached and the procedure was completed successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual inspection of the returned device revealed that the biopsy cap sponge had separated from the cap. No damage or defects were observed on either component. The cause of the separation is attributable to friction between the device and the sponge inside the cap. A review of the device history record for the pertinent lot was performed; no anomalies were noted.